Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the previous implantable neurostimulator was replaced after the pocket issue that it had flipped and could not be pulled out of overdischarge. This had occurred sometime between (B)(6), 2016.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 97714 serial # (B)(4) showed the battery had a reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.